Manufacturer narrative:
Zimvie complaint number (B)(4). E1: last name unknown / not provided.

Event description:
It was reported that the implant at tooth site #19 was removed due to bone loss. Bone loss noted during insertion of the final restoration of the implant. Implant removed with site debridement. Implant placement after 4 months healing.